Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unexpected post-op refraction after implanting model zct150 tecnis toric iols (intraocular lens) 21.0 diopter (d) in her left eye (os). Historically, patient had myopic lasik many years ago. It showed a hyperopic pattern on her topography, as reported by the customer. It was also learnt that she had hyperopic treatment for enhancement. Preoperatively, patient had 1.75 diopters wtr (with-the-rule) astigmatism. Model zct150 was implanted targeting 98 degrees rotation. Post-operatively at 1.5 weeks, iol axis was determined to be at 102 degrees. However, refraction showed +0.50 -2.00 x 080, so + cyl (cylinder) was determined to be at 170 degrees. The account commented that based on (B)(6) software, by rotating the lens 68 degrees counter clockwise, would resolved the cylinder. Repeat topography postoperatively showed 1.34 diopter of wtr astigmatism. Additional information was received and it was learnt that the doctor is planning to rotate the lens. If after repositioning of the lens, there will still be significant residual astigmatism, then the surgeon will exchange the iol for a monofocal lens. No additional information was provided.

Manufacturer narrative:
Additional information received indicated that iol was rotated to 151 degrees on (B)(6) 2018 and it is in targeted position. On the first day, visual acuity was 20/25 (uncorrected), then dropped to 20/40 (uncorrected) on 4 days. Refraction at day 4 was +0.25 - 1.00 x 100. Her last post-op visit was on (B)(6) 2018. Patient's bcva (best corrected visual acuity) was 20/30 and was in targeted position. Patient has also macular degeneration. Planned treatment is still pending. Patient may undergo prk (photorefractive keratectomy) if she's not happy with her vision. The following field was updated accordingly: patient code: additional patient code (2049 - retinal degeneration) added. Patient code: additional patient code (3191 - ¿ lens repositioning/rotation) added. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.